Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade lll". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade lll". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.9, h.3, h.6, h11. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.